Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to have a premature battery depletion. Hence, a surgical intervention was planned to explant this device. At this time, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.